Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The performance problems given in the recipient report appear to match the damage found. In addition prior to the observed malfunction the ground path impedance (gpi) was seen to be increased, but a cause for it remains unknown.this is a final report.

Event description:
The user's mother reported in (B)(6) 2021 that her child was no longer able to hear with the device. The user has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused due to a possible external trauma appears very likely. In addition prior to the observed malfunction the ground path impedance (gpi) was seen to be increased, but a cause for it remains unknown. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The users mother reported that 3 days prior she realized that her child was no longer able to hear with the device. A date for surgery has not been scheduled as yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The users mother reported that 3 days prior she realized that her child was no longer able to hear with the device.